Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) who was in cardiac arrest, but the device would not discharge. The medics applied a fresh set of electrodes to the pt, and again attempted to defibrillate the pt, but again the device charged to the desired joule setting, but would not discharge. The medics then obtained another device to treat the pt. The complainant indicate that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction.